Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Review of the service history review revealed no previous failures related to the reported issue. During evaluation, it was found that the direct cause was a false empty detect and use error with the initial drain alarm setting inappropriately programmed. Upon conclusion of the investigation, the cause of the reported issue was determined to be insufficient drain - initial drain alarm inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain error 201 alarm. This alarm occurred after use of the homechoice device and the patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The cause of the event was not determined. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.